Event description:
Lumenis received a medwatch report from the facility that states the following: "laser turp procedure approximately 50% completed. Laser stopped functioning, screen displayed "fault". Rn changed optic sensor. Rn changed debris shield. Rn changed fiber. Attempted to restart laser. Displayed 'shutter test failed'. Displayed error codes 201, 205, 221. Contacted company -- unable to restart laser. Patient underwent open turp to finish procedure."